Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - two week after upgrading the patient to a crt-d, this lead was found dislodged and was explanted and replaced. The lead was not returned.